Manufacturer narrative:
(B)(4). The customer reported that the device did not deliver a shock in the sync mode during a cardioversion procedure. There was no report of negative impact to the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not deliver a shock in the sync mode during a cardioversion procedure. There was no report of negative impact to the involved pt.